Manufacturer narrative:
H11: since no lot number is available. A detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through post marketing surveillance (pms) product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the on market quality review (omqr) procedure.

Event description:
Reference number (B)(4). Event occurred in the united states this MDR is being submitted for an unknown number of devices in which the issue was experienced. On (B)(6) 2024, reported that patient faced infusion set cannula bent. Patient went to emergency room and hospitalized. The blood glucose level was 558mg/dl. Duration of emergency room was one day. Infusion set has been used less than 72 hours. Therefore, patient was treated with intravenous, fluids of saline and insulin. Patient was released from hospital on (B)(6) 2024. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.